Event description:
The lay user / patient contacted lfs on october 26, 2010 alleging a retest message on her one touch basic meter. The patient mentioned that the reported issue began sometime in (B)(6) 2010. The patient did not take any action after the alleged issue began. Approximately 2 months later, the patient developed symptoms of feeling shaky, sweaty and blurred vision. The patient did not seek any medical attention or contact their physician for assistance. The patient did not have supplies available to further troubleshoot with the customer care advocate (cca). The product was replaced. The complaint is being reported since the patient alleged that due to the "retest" message, she was unable to test and 2 months later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k023948.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.